Event description:
Patient presented with high lead impedance and underwent a full revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.